Event description:
The reporter contacted animas on (B)(6) 2018 alleging there was moisture in the battery compartment with an intermittent power issue. The reporter denied damage to the battery compartment and battery cap. The device was returned to the manufacturer and investigation completed (B)(6) 2018. On investigation a review of the black box data did not reveal any records of unexplained power on reset events prior to the complaint date. However, multiple unexplained power on reset events were observed in the black box data after the complaint date, on (B)(6) 2018. On examination, the ¿coin slot¿ on the top of the battery cap was noted to be worn; the battery cap was evaluated and found to measure within the required specifications. The battery compartment was noted to be cracked with evidence of moisture contamination inside the battery compartment. The returned battery cap was unable to fully tighten to the pump and an intermittent power issue was duplicated. Leak testing confirmed moisture ingress into the battery compartment at the site of the battery compartment crack. There was no damage, defect or contamination of the interior pump components. The pump was unable to be exercised on a 12-hour basal program for delivery accuracy due to intermittent power interruptions resulting from battery compartment damage and moisture contamination. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.